Event description:
It was reported that the day after surgery, it was discovered via x-ray and computerized tomography scan, that the atrial lead had dislodged and perforated through the atrial wall. The patient had a subsequent pneumothorax/hemothorax and had to have a chest tube placed. The lead was then repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).